Event description:
The patient's mother reported the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) with ketones of 8.2 mmol/l (147.6 mg/dl) while wearing the pod for 9 hours. The pod was reportedly leaking throughout the night. The patient reported being unsure if the cannula was properly seated in the infusion site (leg). The patient woke up feeling sick, pale and vomiting. The patient was admitted to (B)(6) and was treated with insulin and saline intravenously. A new pod was successfully applied. The patient was discharged the following day. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.